Manufacturer narrative:
(B) (4). (B) (4). The lot number was provided. A follow up report will be submitted with all relevant information.

Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: dislodge stent remains in patient anatomy. It was reported that vessel pre-dilatation was performed using a non-abbott balloon catheter. The 2.75 x 28 mm xience v stent delivery system (sds) would not cross the lesion in a heavily calcified left anterior descending (lad) artery. During removal of the sds, the stent dislodged in the right iliac artery. A second 2.75 x 28 mm xience v sds was used to complete the procedure successfully. The first 2.75 x 28 mm rx xience v stent remains in the right iliac and no treatment was performed or is scheduled. There was no reported adverse patient sequela. No additional information was provided.